Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced six infusion set site issues occured between (B)(6) 2026. The infusion set was in use for four hours. The patient first went to the emergency room and was subsequently hospitalized. The patient was stayed in emergency room for one day. No further information is available.